Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the display was glitching. The customer's blood glucose was 4.7 mmol/l at the time of incident. The customer stated that the insulin pump was dropped and bumped prior to the issue. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was monitored and no blank display anomalies were noted and no missing segments noted. The insulin pump powered up properly after battery installation and received with operating currents are within specifications. However, the insulin pump had minor scratches on the lcd window.